Event description:
The reporter states that her health is declining due to having a piece of plastic in her body that should never have been implanted. Due to the mesh she has body aches, muscle aches, severe and pain that feels like a rubber band inside that someone is tugging, also has a burning sensation. This pain is 24/7 never stops. Would like to have mesh removed but unable to get a doctor willing to look at her or remove it. Has had the mesh for 5 years and the last year symptoms have been getting progressively worse. Diagnosis or reason for use: pelvic prolapse.